Manufacturer narrative:
Evaluation: device evaluation of monitor and battery pack have been completed. The reported problem was confirmed. Several of the contacts in the monitor's battery connector were slightly bent which prevented proper mating with the battery pack connector. The cause of the bent contacts was likely a connector misalignment between one of the battery packs and the monitor during insertion. The root cause of te connector misalignment cannot be positively identified. Neither battery packs have any evidence of physical damage. Both battery packs met specifications. No adverse event resulted from the damaged monitor. The pt received a replacement monitor and 2 battery packs. The damaged monitor will be repaired. Device manufacture dates: monitor 07/2006. Battery pack 09/2004. Battery pack 03/2006.

Event description:
A male pt contacted lifecor customer support to report that he had been using his device since fitting without incident, but today neither battery packs will slide into the monitor completely. Neither packs will snap into place and both are raised above the monitor case about 1/4 inch. The pt reports that the battery latches and connectors do not appear to be damaged. The pt also stated neither have been dropped. The pt reports the connection contacts inside the battery well within the monitor do not appear to be misaligned. The pt's monitor and both battery packs were replaced.